Event description:
Boston scientific received information in late (B)(6) 2011 that this local representative contacted technical services to ask if this device was included in any advisories. Technical services was informed of a possible fracture of this competitor rv lead. The rv impedance measurements have increased to 1600 ohms and the rv sensing amplitudes have decreased. The physician is planning to schedule a replacement of the competitor rv lead. The local representative asked about the remaining longevity on the device. Technical services provided an estimated longevity of more than 3 years.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (high right ventricular pacing lead impedance). The local representative was notified and the data upload was reviewed by the clinic nurse on latitude's physician web site.

Manufacturer narrative:
Boston scientific received information that this competitor rv lead was surgically capped and replaced. The device remains inservice.

Event description:
Boston scientific received information in (B)(4) 2011 that the boston scientific transvenous right ventricular (rv) lead recently implanted in association with this chronic implantable cardioverter defibrillator (ICD) did appear to exhibit high rv pace impedance as detected by the patient's monitoring system. The boston scientific local representative then reported that the patient had been sent home with a life vest and that this device had been deactivated. The available information at that time suggested that the chronic device and recently implanted rv defibrillation lead remained in-service. See report #2124215-2011-07741. Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2014. The chronic device was electively explanted and replaced due to normal battery depletion. The boston scientific rv defibrillation lead remains in-service.

Manufacturer narrative:
The available information suggests that the device and competitor right ventricular (rv) defibrillation lead remains in-service.

Manufacturer narrative:
Despite a request for retrieval and return, the device has not been received at boston scientific.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.